Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the doctor screwed right ventricular (rv) lead in the left ventricular (lv) port and lv in the rv just by mistake. When the physician reversed the lead inside the right and screwed the rv lead inside rv we weren't able tore-screw. After more than 20 attempts we use another one. The device was attempted and not used. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.